Manufacturer narrative:
Despite requests for additonal info concerning the event, the clinician has not submitted the requested info. However, the company's evaluation of this event (based on existing info) gives the company cause to conclude that the event is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implant. Four implants were placed in class IV bone on 6-4-96 during a highly complex procedure. A sinus graft was done in the area on 9-7-95 using autogenous bone and hydroxyapatite. The clinician reports that prior to grafting, there was less than 1 mm of native cortical bone in the area. The implant in site #14 was removed on 3-5-97. The clinician reports that swelling was observed 4 months post-operatively. He states that the implant may have been inadvertently loaded during mastication which may have loosened the implant and caused the infection to spread.